Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing intermittent low flow alarms. A review of the log files by technical services found low flow events on (B)(6) 2021 that occurred at times when pulsatility index (pi) was elevated. The patient had a gastrointestinal (gi) bleed and an outflow graft obstruction that were believed to be the cause of the low flow alarms. The patient had outflow obstruction relief on (B)(6) 2021, the low flow alarms resolved, and the patient was discharged home on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined, the account attributed them to gastrointestinal (gi) bleeding and outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation as no photos were submitted for review. It was reported that the cause of the low flow alarms was due to gi bleeding and outflow graft obstruction. The low flow alarms resolved following outflow graft obstruction relief. A computer tomography angiogram (cta) was performed on (B)(6) 2021 and revealed stenosis at the proximal aspect of the outflow cannula due to low density material. A capsule endoscopy was performed on (B)(6) 2021 and revealed an active bleed in several areas within the small bowel, without clear underlying source. On (B)(6) 2021 the patient¿s stomach and esophagus were normal with no blood or source of bleeding. The patient was discharged on (B)(6) 2021. The submitted controller event log file contained data from (B)(6) 2021 at 11:52:16 to (B)(6) 2021 at 15:35:01. On (B)(6) 2021 from 13:54:07 to 20:59:41 and on (B)(6) 2021 there were intermittent captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 110 low flow faults and 14 low flow alarms. There were no other abnormal events captured ¿ the only other events captured were due to power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. This IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, the patient had a computed tomography angiography (cta) for outflow graft obstruction, and it was found that there was severe (>80%) stenosis of the proximal aspect of the outflow cannula. On (B)(6) 2021, the patient had a capsule endoscopy that identified active bleeding in several areas of the small bowel, likely relatively proximal, without a clear underlying source. Images might have represented a mass as opposed to a clot. There were red spots in the proximal small bowel that were most consistent with ectasia. The patient had outflow obstruction relief on (B)(6) 2021 and the low flow alarms resolved. On (B)(6) 2021, the patient's esophagus and stomach were normal and there was no evidence of significant pathology in the entire examined duodenum, proximal jejunum, or the mid-jejunum. There was no blood or source of bleeding. A significant amount of food debris was encountered in the mid-jejunum that obscured visualization. The extent reached in the mid-jejunum was successfully injected with a 1 ml spot for tattooing. The patient was discharged home on (B)(6) 2021.